Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. Concomitant products included: lisinpril 40 mg, temazepain 30 mg, uhd, mult vit, probiotic. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported severe pain, toes curl, electric nerve shocks, continuous leg pain, battery discomfort, bladder wires ache. The patient reported that after implant their buttock and everything was then one month later the patient's&#62688;bladder began to hurt. The patient noted the pain was so bad they could not work. The patient turned the stimulation down but the pain still remained so the patient to their doctor. The patient&#62688;doctor told them to get control of it and walked out. The patient reported electrodes also nerves in legs, stabbing pain, curling toes and aching bladder as side effects. The patient then turned the device off and now wears pads. The patient stated they went to have these wires and battery taken out since they feel like it&#62688;dangerous. The patient also noted disability/permanent impairment. The indication for use is unknown.